Event description:
It was reported that during the implant procedure, the physician noted that this left ventricular (lv) lead insulation had been perforated during guidewire insertion. The physician exchanged the lv lead to resolve the event and no adverse patient effects were reported. The lv lead is expected for analysis, but has not yet been received.

Event description:
It was reported that during the implant procedure, the physician noted that this left ventricular (lv) lead insulation had been perforated during guidewire insertion. The physician exchanged the lv lead to resolve the event and no adverse patient effects were reported. The lv lead was subsequently received for analysis.

Manufacturer narrative:
The returned lead was analyzed and visual inspection revealed a puncture hole in the insulation in the tip region of the lead. This type of insulation damage is consistent with the guidewire being inserted through the tip portion of the lead escaping into the lead lumen (i.e. Back-loading). With all the available information, boston scientific concludes that the reported event of an insulation puncture was confirmed which is consistent with a back-loaded guidewire during the implant procedure.